Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a female pt that a cup burst during use. No injury occurred, however, the pt's contact lenses were affected. The MFR has implemented corrective action to prevent recurrence of this event.